Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review and labeling review. A review of complaint and trending data for the alinity hq processing module did not identify any similar issues related to the current issue. Labeling was found to be adequate for the complaint issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed wbc results and falsely elevated nrbc results generated on the alinity hq processing module for a 12-year-old female patient who was recently diagnosed with t-cell acute lymphoblastic leukemia (t-all). On saturday, (B)(6)2025, blood samples were collected from this patient for the determination of hemoglobin, leukocytes, and platelets. However, the hematology analyzer erroneously reported the presence of nrbcs, which were not present. As a result, the wbc count was reported as falsely low. The actual leukocyte count in peripheral blood was 44.2 × 10/l, but it was reported as 19.2 × 10/l. The following data was provided: initial results: sid (B)(6). (B)(6). Wbc 19.2 neu 9.15x. Lym 6.82x. Nrbc 25.2*. Repeat results: sid (B)(6). (B)(6). Wbc 44.2. Neu 9.38x. Lym 31.6x. Nrbc 2.28. No impact to patient management was reported.